Event description:
Reportedly, the surgeon indicates that the stapler fired did not fire correctly and most of the staples did not go through the bowel at all. The staples seemed to be jammed in the stapler. It was noted immediately by the surgeon that the staple line was not closed. He opened a new instrument and completed the anastomosis. There is no information at this time related to bleeding or tissue damage however the hospital has rated this case as "severe".